Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure lens was jammed into injector. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was not returned. Only the lens carton with the opened peel pouch and some of the inner packaging components were returned. A qualified cartridge was indicated. It is unknown if a qualified handpiece was used. Two viscoelastics were indicated; however, only one viscoelastic was qualified for use with this lens/cartridge combination. It is unknown if the qualified viscoelastic was used. The root cause cannot be determined for the reported complaint of "jammed into injector". The lens was not returned for an evaluation. Only the lens carton, peel pouch, and inner packaging components were returned. The initial complaint was reported as "a facility representative reported stating jammed into injector / injector problem. (No other information provided)". The handpiece information was not provided. It is unknown if a qualified company handpiece was used. It is also unknown if the qualified viscoelastic was used. Company foldable iols are qualified for use with an alcon qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instructions for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Follow up attempts were made for additional information. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).